Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was found to be in backup vvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
(B)(4).